Manufacturer narrative:
(B)(4).

Event description:
It was reported that the battery usage was around 60% when the stimulator stopped working for no apparent reason. The doctor reported that the pt had spent some time in an "eolic wind tower" and after that the battery depletion occurred. The implantable neurostimulator was immediately replaced. The doctor disposed of the device so it could not be returned to the MFR for analysis. The pt was ok following replacement.